Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging history settings issue. The patient stated that they had a blood glucose (bg) levels of 40mg/dl (and above) with confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the basal history does not match the active basal program. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the last basal delivery was on (B)(6) 2017 at 17:21. The black box showed a manual time change on (B)(6) 2017 from 15:09 to 16:09. The last bolus delivery was a 4.35 unit ez-carb normal bolus on (B)(6) 2017 at 11:05. On investigation, the pump was exercised for 24 hours without issue. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.